Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 18 mg/dl resulting in the customer losing consciousness; bg cause was not known. The customer received third-party assistance from paramedics, who administered glucose gel on gums to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.